Manufacturer narrative:
Correction: d2a - common device name, d2b - procode. D2a: simple point-of-care device to detect sar-cov-2 nucleic acid targets from clinical specimens in near-patient settings. B3: the date indicated is an approximation as the exact event date was not provided. This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend / unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The customer reported a false positive result with the ID now covid-19 2.0 assay performed on an unknown date in (B)(6) 2024 on an unknown sample. Repeat testing was not performed. Confirmation testing was not performed. The customer stated the patient was asymptomatic with the test performed in may. The patient previously had covid-19 in (B)(6) 2024. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.

Event description:
The customer reported a false positive result with the ID now covid-19 2.0 assay performed on an unknown date in (B)(6) 2024 on an unknown sample. Repeat testing was not performed. Confirmation testing was not performed. The customer stated the patient was asymptomatic with the test performed in may. The patient previously had covid-19 in (B)(6) 2024. No additional patient information, including treatment and outcome, was provided.